Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath, right femoral artery). There was no evidence of multiple sticks or hematoma prior to sealing. One (1) hr. Post deployment, transient ischemia was reported. A femoral angiogram confirmed an occlusion, and thrombolytic therapy (t-pa) was initiated. The event was resolved with no add'l complications.